Event description:
Procedure: hysterectomy. According to the report: the doctor was using the endostitch across the vaginal cuff after a tlh. The needle broke in half. Half the needle was recovered. The other half was not. X-ray showed the needle to be deep in connective tissue of anterior vaginal wall sideways near the vaginal cuff. They were able to locate the needle via fluoroscopy, but not able to physically remove it based on risk versus benefits.